Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) display electrical failure, error code 13, & equipment stops automatically, etc. There was no personal injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump(iabp) had electrical fault alarm code 13 and equipment stops automatically. A getinge field service engineer (fse) evaluated the unit and found that main board and front end board will be the reason for the failure. Fse states thatit was reported that the cardiosave intra-aortic balloon pump(iabp) had electrical fault alarm code 13 and equipment stops automatically. A getinge field service engineer (fse) evaluated the unit and all test on the site have passed. Fse was not able to reproduce the failure.fse states that main board or front end board will be the reason for the failure. Fse states that customer does not want to service the unit as they are not using the pump. Unit was not repaied and not released for clinical use. Customer does not want to service the unit as they are not using the pump. Unit was not repaied and not released for clinical use.

Event description:
N/a.